Event description:
The customer received questionable results for tina-quant hemoglobin a1c gen.2 (hba1c) on 15 patient samples. Of those 15, it was determined that 12 samples had erroneous results that had been reported outside of the laboratory. The customer had indicated that they had previous problems with calibration after the programming of a new lot of hba1c set points. Customer support instructed the customer on programming the correct values. The customer stated that a physician questioned a result that he believed was high for the patient. The customer then re-ran several samples from the week of (B)(6) 2014. All results are in %. Patient 1 had an initial hba1c result of 10.6, which was reported out as 10.33 on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and generated a repeat result of 7.9. The customer deemed the repeat result to be correct and issued a corrected report. The customer was not aware of any adverse event that occurred. The following results are in the form of: initial result on (B)(6) 2014 repeat/ result on (B)(6) 2014: patient 2: 7.28/ 5.7, patient 3: 8.7/ 6.8, patient 4: 8.0/ 6.2, patient 5: 10.7/ 8.7, patient 6: 8.2/ 6.4 the following results are in the form of: initial result on (B)(6) 2014 repeat result on (B)(6) 2014: patient 7: 7.3/ 5.7, patient 8: 7.0/ 5.4, patient 9: 6.6/ 5.0, patient 10: 7.8/ 6.0. The following results are in the form of: initial result on (B)(6) 2014/ repeat result on (B)(6) 2014: patient 11: 8.3/ 6.6, patient 12: 7.2/ 5.6. The customer indicated that the repeat results were deemed correct and corrected reports were issued. The customer was not aware of any adverse event that occurred. The lot number of hba1c in use was 68050701, with an expiration date of 05/31/2014. The field service representative (fsr) found an issue with the set points on the new lot of calibrators, and that the lamp had a shadow on the glass. He checked the set points with customer support, and asked the field application specialist (fas) to verify the settings for hba1c. The fsr ordered a new lamp for the instrument. The fas found that a bad calibration was affecting the patient results, and that there was an old formula in the customer's laboratory information system (lis) that did not match the updated formula in the instrument. The customer had recalibrated, and patient values had dropped; but that the level 2 control was low. The fas found the calibrator set points were rounded and not quite correct. She increased the decimal positions so the full calibrator set point could be viewed and entered the correct set points. She also corrected the formula in the lis to match the formula in the instrument. The fas ran controls, which were closer to the mean.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.